Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections were updated/corrected. On (B)(6) 2017, it was reported that the plastic slider was stuck inside and the cutter was also stuck on top and would not lift up to release. The feeder was bent as well. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the skin carrier will not feed through when the barrel was locked in place and the shoulder bolts, cap nuts, washers, and comb was replaced. This is not a related issue. The device history record (DHR) for skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation. Zimmer biomet australia has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher by (B)(4) on (B)(6) 2017 revealed that the carrier was jammed and the comb was bent. The calibration and test mesh could not be performed due to the damaged comb. The 1.5:1 ratio cutter, serial number (B)(4) did not produce a passing test mesh and was deemed non-repairable. No ratchet was returned for evaluation. Repair of the skin graft mesher was performed by (B)(4) on (B)(6) 2017 which included replacement of the comb. Skin graft mesher, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the plastic slider was stuck inside and the cutter was also stuck on top and would not lift up to release. The feeder was bent as well¿ was confirmed since during initial inspection it was noted that the carrier was jammed and the comb was bent. The root cause of the reported event was due to the bent comb and jammed carrier. The device functioned as intended after replacement of the damaged comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4) was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery, the plastic slider was stuck inside and cutter was also stuck as top would not lift up to release, and the feeder was bent as well. Subsequently this caused no patient harm and there was no delay. The surgery was completed using an alternate device and the problem did not cause any impact/damage to graft harvest. No adverse events were reported as a result of this malfunction.